Event description:
It was initially reported to boston scientific corp on (B) (6)2009, that an autotome rx sphincterotome was used during an endoscopic sphincterotomy procedure. According to the complainant, during unpacking, the device was found to be twisted from the distal tip to mid shaft. The device failed to advance through the scope channel of the olympus jf240. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on investigation results; cracked tip. The results of the device eval are summarized.

Manufacturer narrative:
Visual examination of the returned device revealed the working length/distal tip were severely twisted and the tip was cracked. A functional eval found that the initial tip orientation did not meet the product specification due to the twisted distal tip. Advancing the autotome through the scope channel was difficult due to the twisted working length. The orientation of the distal tip could be adjusted to be within product specification by rotating the device handle and untwisting the tip. A second functional eval found that the device would bow past 90 degrees which met the bowing spec. It appears that the tip was cracked likely due to contact with the scope elevator when it was advanced through the scope. The condition of the returned unit was consistent with the complaint that it was difficult to advance the device through the scope. The twist and crack observed are likely due to the customer usage and handling. The device history record for this lot was reviewed; no anomalies were noted. (B) (4)